Event description:
It was reported that while repositioning the left ventricular (lv) lead under x-ray due to a dislodgement, upon pulling the guidewire out of the lv lead, the guidewire broke. The lv lead was explanted with most of the guidewire included, however one segment of the wire remained inside the patient's atrium. The lv lead was replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that it appears the blood dried in the distal conductor and caused the guidewire to become stuck and unraveled in the lead.